Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer performed the fill tubing step with over 20 units of insulin, but did not observe drops of insulin exit from the end of the infusion set tubing. The cartridge and infusion set were changed; however, drops of insulin was not observed. The customer disconnected the tubing, and reconnected the tubing, and observed drops of insulin exiting. In addition, a minimum fill notification occurred with 120 units of insulin. Reportedly, addition insulin was added to the existing cartridge and the load process was completed successfully. There was no reported impact to the customer's blood glucose level.